Event description:
It was reported that on may 16 a myosure procedure was performed and metal shaving in the cavity was noticed during cutting. The metal piece was suctioned by myosure trd and removed from the cavity.

Manufacturer narrative:
Device identifier: (B)(4). D4: a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
A visual inspection was conducted, and there were no signs of physical damage. Functional testing was conducted, and myosure trd passed the mechanical test. However, during the dissection test, it was found out metal shavings within the handle and evidence of excessive torque between the blade and the outer tube (scratches). Hence, the complaint can be confirmed. This observation will be monitored and trended.